Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim, discolored and difficult to read.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed multiple records of ¿power on reset¿ on (B)(6) 2013. On examination, there was two visible cracks in the battery compartment; one at the thread area and the other from the threads to the case seal. There was no evidence of moisture contamination inside the battery compartment. The battery cap was not returned with the pump for investigation. A test cap was not able to be fully tightened due to the battery compartment cracks. Power loss was not observed during the investigation. The pump was opened for investigation and revealed evidence of moisture contamination inside the pump. Unrelated to the complaint, the display was noted to be faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly and was clearly legible.